Event description:
At the end of the procedure, the physician could not deflate the common balloon on the shunt. The surgeon decided to extract shunt with the inflated balloon. As a result, the internal carotid was damaged, and it provoked an avc with the patient. The patient is hemiplegic. The physician confirmed that he made a mistake and inserted a common balloon in the internal carotid and inflated the balloon with 2 ml of saline solution where the IFU stated the liquid capacity of the internal carotid balloon is 0.25 ml.

Manufacturer narrative:
The device has not been returned for the evaluation. Therefore, we were not able to verify and confirm the failure mode. However, we expect to receive a complaint device for evaluation from the hospital. Preliminary investigation shows that the most probable root cause of failure is the user error (common carotid balloon was used for the internal carotid and the internal carotid balloon was used for common carotid artery which). Inflation of the common balloon to full capacity (2 ml vs. Required 0.25 ml) lead to the vessel damage due to the oversized balloon inside the artery. More details will be available after the evaluation of actual complaint device. The device history record review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes. Please note that the physician admitted the mistake and confirmed that the patient condition is not caused by the device performance.